Event description:
The clinic reported that a laser vision correction patient presented had a suction loss during creation of flap in right eye. No second attempt was done and treatment was aborted. The patient had treatment in left eye same days without issues. During follow up in (B)(6) 2015 account reported that patient returned for photorefractive keratectomy (prk) procedure for right eye on (B)(6) 2014.

Manufacturer narrative:
The serial number provided in initial report for the concomitant product wavelight was incorrect. The correct serial number is (B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.